Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted. It is unknown if explant surgery is scheduled, or if the explanted devices will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.